Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Device evaluated by manufacturer? No. Lens not returned. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm513.2 implantable collamer lens, -13.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having rotated and was removed within the same day with no apparent injury. The lens was exchanged for another model lens with the same length and diopter and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic broken and bent. (B)(4).

Manufacturer narrative:
Corrected data: (B)(4). One additional similar complaint event within associated lots was found. (B)(4).